Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during prime filling tubbing on the insulin pump. The patient's blood glucose level was 180 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. No excessive no delivery alarm during testing. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.